Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. History download was successful using thump and carelink upload was successful. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 01-may-2026 listed on smartsolve due to insufficient data in the trace/history files. On the related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 09-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn#(B)(4), perform the history review 1 week from the event date of 01-may-2026, there are no unexpected alarms/suspends recorded in the formatted history file. On svn#: (B)(4), perform the history review 2 days from the event date of 09-mar-2026, there are no unexpected alarms/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). The pump passed all the required testing. Cosmetic damage confirmed at the battery tube side. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced infusion set tubing detachment, damage to the pump and infusion set. The customer reported bleeding and seizure. The event involved product(s) mmt-243at, mmt-1884. Troubleshooting was performed for the damage. Found the damage on battery tube side and it was affecting the pump functionality. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.